Event description:
As reported by the user facility: reports an under-infusion by half of a two hour infusion (315ml total volume over 2 hrs). Thirty minutes after the infusion started, the rate was doubled to 157.8 ml/hr after one hour, the pump reported the infusion was complete (displayed 316ml), but the bag was half full. The clinician did not change the rate, but reset the volume to be infused (vtbi). The remaining volume of the solution was then infused. There was no patient injury. Possible lot numbers reported: lot # 0061403214 - mfg: 11/2014 - expiration: 10/31/2019; lot # 0061385911 - mfg: 08/2014 - expiration: 07/31/2019.

Manufacturer narrative:
One used space pump IV tubing set, without packaging, was received for evaluation. An empty excel 1000ml bag of normal saline was spiked to the set drip chamber, and a baxter 250ml bag of normal saline was piggybacked at the proximal ultrasite valve of the set. The returned set was subjected to an occlusion test and air pressure (leakage) test according to specification with acceptable results. In an attempt to replicate the reported incident, the tubing set was then spiked into a bag of normal saline and loaded into an infusomat space pump in accordance with the pump instructions for use (IFU). An infusion was then started with a rate of 157.8 ml/hr and a volume to be infused (vtbi) of 315 ml. The set ran for two hours with the solution running into a beaker. The pump did not alarm any errors during this time. When the infusion was completed, the solution in the beaker measured approximately 315 ml. The reported incident could not be reproduced with the returned tubing set. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b braun medical inc internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy mgmt system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of the nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot numbers. If the physical sample is received or if additional pertinent info becomes available, a follow-up report will be filed.